Manufacturer narrative:
(B)(6). The device is not available for evaluation; however, a picture was provided. Investigation is pending.

Event description:
The event involved 5 bag spike adapter w/spiros w/red cap, vented cap. It was reported that there is dirt inside the tube. (1 incidents occurred.) The event occurred when open the package. There were no concomitant drug and no concomitant device involved. There was no bleedback, no chemo, no biohazard, and no user facility medwatch. The device was not reprocessed or resterilized. Sample is available for return. Sample pictures is available. There was no patient involvement, no delay in critical therapy and no adverse event or patient harm.